Manufacturer narrative:
Isi has not received the stapler sheath for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the stapler sheath fell inside the patient. The sheath was retrieved, however, at this time it is unknown what caused the sheath to fall inside the patient.

Event description:
During a site visit by an intuitive surgical, inc. (Isi) sterile reprocessing specialist, the customer reported that approximately two months ago during a da vinci-assisted surgical procedure a stapler sheath had fallen inside the patient and was retrieved. Isi has made multiple follow up attempts to obtain additional information, however, no additional information has been received as of date of this report.